Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 26jun2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer failed was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: full-height drawer 5 no longer detected on bus. Replaced pyxibus module controller, drawer controller board, retractor band cable assembly, and latch assembly checked and tested drawer 5 in diagnostics; passed visual inspection of the received pyxibus module controller observed thermal damage on the part¿s component; and electrical measurement of the pyxibus module controller noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer failing.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer 5 failed and maintenance required. The customer tried to recover storage space; however, is getting an error (device not detected on bus). There were no adverse events or injuries reported based on this incident.